Event description:
Philips received a complaint from customer reporting a battery failure with error code 1124 (battery failed) on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the customer biomed/ biomed reported the unit was tested with a different battery, but the problem persisted. The rse advised pm (power management) pcba replacement per field change order. A philips authorized service provider (asp) evaluated the device and tested using a battery from another device. The device was allowed to run for 40 minutes, no errors were found. The fse implemented as per fco instructions with the testing battery, all required performance verification tests results passed. The device was operational and returned to service after fco implementation were completed. The investigation concludes that no further action is required at this time